Event description:
A physician attempted an arteriotomy closure with a starclose vascular closure system after a diagnostic procedure. The physician was not able to engage the vessel locator button as it would not hold its deployed position. The physician reverted to manual compression to achieve hemostasis. There was no patient injury reported.

Manufacturer narrative:
Upon investigation of the returned device, it showed a safety button to safety rod failure. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".